Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct d9. Based on the results of the investigation, root cause could not be identified although it can be presumed that it was caused by brittle fracture due to metal fatigue. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
(B)(6) medical center to date, the device has not been returned. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the wm-np2 workstation set 4 (jp) exhibited a broken rear caster causing the entire trolley to fall over. There were no reports of patient harm.